Event description:
Hospital personnel were attempting to externally pace a pt, condition unk. Allegedly the pacing current could not be increased and a leads message was displayed. A back up device was obtained and used to continue treatment. There were no adverse effects to the pt reported as a result of the alleged malfunction.